Manufacturer narrative:
This lead is expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that after implanting this right atrial (ra) lead high pace impedance measurements were seen the procedure was completed as the values were not out of range. Subsequently when checking the lead again the values appeared high and out of range and a lead fracture was suspected. Thus a revision took place and the ra lead was explanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that after implanting this right atrial (ra) lead high pace impedance measurements were seen the procedure was completed as the values were not out of range. Subsequently when checking the lead again the values appeared high and out of range and a lead fracture was suspected. Thus a revision took place and the ra lead was explanted and was expected to be returned. No adverse patient effects were reported.